Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. No unexpected back light anomalies noted. Device received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump's buttons were harder to press. The customer¿s blood glucose level was unknown. Customer reported that the battery life was diminished, but batteries were last more than six days. Customer reported that the insulin pump had no delivery alarm and backlight was diminished. The insulin pump will not be returned for analysis.